Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician performed commanded shocks to cardiovert the patient's atrial fibrillation (af). The first shock in triad was 138 ohms and ineffective. The second shock attempted in rv coil to ra coil was also ineffective and yielded a code indicating a potential issue with the proximal conductor. Subsequent shock impedance tests yielded 138 ohms distal coil to proximal coil, 42 ohms in triad, and 38 ohms distal coil to can. The field representative noted that the code cleared and the physician elected to program the cardiac resynchronization therapy defibrillator (crt-d) rv coil to can and will continue to monitor with no plan for further intervention. They would be bringing the patient in for an external cardioversion of af. The right ventricular (rv) lead and crt-d remain in service and no adverse patient effects were reported.